Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and degen disc disease/herniated disc pain. Information was reported that the patient's stimulation is turned off and their pain had returned. The patient stated seeing that their device was in MRI mode however the patient is not getting an MRI at this time. The patient confirmed they do not need to be in MRI mode. Prior to the call the patient's programmer showed that stimulation was off. The patient stated the green light is not flashing on the controller. The patient was inquired to set up like they were charging their ins. The patient set up the ins to charge and stated they now see the green light flashing on the controller and their ins is recharging. The patient was walked through getting out of MRI mode by turning stimulation back on. The patient stated they see group b, but the patient does not feel stimulation. The patient increased to 5.0 and continued to increase. The patient stated they are now starting to feel pain relief in the right leg where they need relief. Troubleshooting resolved the issue. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their stimulation was off and in MRI in order to stop some of the back pain they were having. The patient stated that they weighed (B)(6) at the time of the event. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.